Manufacturer narrative:
The device history record of reported lot 6061799 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that during, during red blood cell infusion, the infusion was too slow. Reporter stated that the first unit of red blood cell infused appropriately, and during infusion of the second set, troubleshooting found difficulty with the heat exchange unit slide down on step 2 of set up. Reporter stated that air was also noted in the y port of the between collection drip chambers, potentially impeding flow. Reporter stated that two additional units of packed red blood cells were given and then the rate slowed, and that they noted a problem with the tubing spike length kinking in the pressure chamber. No symptoms were reported.